Event description:
It was reported the pt experienced a loss of efficacy after programming a bluetooth headset. No other symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.